Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon performed a retrospective study to describe and analyze the real-life refractive, functional and safety outcomes of the suspected company intraocular lens (iol) after 3 years. Data was collected retrospectively for observational purposes between july 2017 and december 2019 in the ophthalmology department. Eyes that underwent cataract surgery with suspect lens implantation were consecutively included. Patients with a systemic or ocular condition that could affect the visual outcome were excluded. Postoperative corrected (cdva) and uncorrected (udva) distance visual acuities as well as capsule and iol transparency were assessed at 1 month and 3 years. A total of 326 eyes were analyzed at one month and 191 eyes were reassessed at the 3-year follow-up visit. At 3 years, the mean cdva was 0.003 logmar (95% confidence interval [ci]: -0.003 to -0.01) and the mean udva was 0.075 (95% ci: 0.054 to 0.095). Three quarters of the patients had an udva =0.097 logmar (20/25 snellen equivalent) and 50% had an udva =0 (20/20). This report is about eight patients experienced glistening. 6 (3.1%) were assessed as grade 1 and 2 (1.0%) as grade 2.